Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used for a drainage procedure in the common bile duct of a patient (patient age, gender and weight are unknown). During the procedure, the physician attempted to release the stent, but was unable to do so and reportedly "the inner sheath became cut." The procedure was completed with another rapid exchange biliary stent system without any complications to the patient, who reportedly has "no problem" post-procedure. No further information has been forthcoming for this event.

Manufacturer narrative:
Lot number 0751041 was manufactured on 12/12/2007 and expires on 12/12/2012 with an age of 14 months.unless substantially significant information becomes available, this constitutes a final report.

Event description:
During radical prostatectomy surgeries using the device in the salvaged autologous blood return line, hypotension was observed in three patients during salvaged blood reinfusion.